Event description:
Patient received a 2.5gbq brachytherapy implant of sir-spheres into the liver via the right hepatic artery. Patient experienced persistent right hypochondrial upper quadrant pain. Radiation cholecystitis was reported following the implant. Scans showed spheres in the gall bladder (to be confirmed). Patient underwent a cholecystectomy. Sir-spheres were seen within the mucosa of the gallbladder. Radiation cholecystitis is not a known side effect of sir-spheres therapy and therefore reportable.